Manufacturer narrative:
Concomitant medical products: ms3500-15. 150ml hospira bag, ndc0409-7983-61, lot91-035-jt, exp1july2020, 0.9% nacl. 100ml baxter bag, ndc0338-0705-48, lot p380691, expjuly19, kcl. Therapy date: (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user programmed a secondary infusion of potassium chloride 20 meq/100ml at a rate of 20ml/hr. Within 10 minutes, the user noted that the secondary bag was completely emptied. The physician was notified and a cmpl (comprehensive metabolic panel) was ordered; results were normal. It was reported that the first potassium chloride rider had infused without difficulty. There was no patient harm reported. The entire set up was taken to biomed for further testing. It was reported that both the pcu and pump module passed the check in procedure twice; the bezel assembly was inspected with no cracks noted. The primary tubing was noted to have "bubbles or holes" on the check valve and more fluid volume was in the primary bag of normal saline than expected. It was determined by the customer that fluid had back flowed from the secondary into the primary.

Manufacturer narrative:
The customer¿s report that fluid flowed from the secondary to the primary was confirmed. The primary and secondary set were visually inspected and no anomalies were observed. The check valve was inspected under magnification and found to be assembled in the set correctly with the silicone membrane centered. Functional testing resulted in backflow past the check valve indicating a failing check valve. Disassembly of the check valve resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be cellulose and blue fiber. The root cause of the backflow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Event description:
The customer reported that the user programmed a secondary infusion of potassium chloride 20 meq/100ml at a rate of 20ml/hr. Within 10 minutes, the user noted that the secondary bag was completely emptied. The physician was notified and a cmpl (comprehensive metabolic panel) was ordered; results were normal. It was reported that the first potassium chloride rider had infused without difficulty. There was no patient harm reported. The entire set up was taken to biomed for further testing. It was reported that both the pcu and pump module passed the check in procedure twice; the bezel assembly was inspected with no cracks noted. The primary tubing was noted to have "bubbles or holes" on the check valve and more fluid volume was in the primary bag of normal saline than expected. It was determined by the customer that fluid had back flowed from the secondary into the primary.